Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy that was initiated on (B)(6) 2013 at 06:04. During night drain cycle three, the patient's ultrafiltration reading was 1024ml, indicating the home patient (hp) drained 1024ml more than their maximum programmed fill volume of 1700ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an increased intra peritoneal volume (iipv) event was confirmed through an event history log review. During evaluation an external/internal inspection and electrical testing were performed. The cause was determined to be one or more cycles advances to next fill when slow / no flow occurred above the minimum drain volume threshold. If additional relevant information is obtained, then a follow-up MDR will be submitted.